Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side device rupture. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d1, d2, d4, d9, g2, h3, h4, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional later reported capsular contracture baker grade iii. The device has been explanted and replaced.